Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. Based on all the collected information, the root cause of the reported event has been traced back to defective components likely due to fluid penetration into the erc clamp.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) was not able to open and to close during a repair activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in ljubljana, slovenia. During repair activity performed by a livanova technician, it was found that the motor unit was blocked inside the metal housing and also error code e106 ("the motor is jammed") was displayed when trying to operate the clamp with the corresponding open/close buttons. In addition, high level of fluid penetration was detected inside the clamp which requires the replacement of several parts: adapter for quick clamp, photo sensor, stator with sensor board, spindle complete with block, flat washer, spring washer, bearing scp, groove ball bearing, clamp housing rear, printed circuit (pcb) zka and zkb boards. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.